Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adnexa uteri pain ("pain in the ovaries right before menstrual"), polycystic ovaries ("polycystic ovarian syndrome"), headache ("headaches") and hair growth abnormal ("abnormal hair growth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adnexa uteri pain, polycystic ovaries, weight increased, headache and hair growth abnormal outcome was unknown. The reporter considered adnexa uteri pain, hair growth abnormal, headache, medical device removal, polycystic ovaries and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adnexa uteri pain ("pain in the ovaries right before menstrual"), polycystic ovaries ("polycystic ovarian syndrome"), headache ("headaches") and hair growth abnormal ("abnormal hair growth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adnexa uteri pain, polycystic ovaries, weight increased, headache and hair growth abnormal outcome was unknown. The reporter considered adnexa uteri pain, hair growth abnormal, headache, medical device removal, polycystic ovaries and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.